Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display screen was blurry and very difficult to read. The reporter stated the screen protector fell off and that ¿the sticky stuff under the protector got hard and will not come off¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.